Event description:
Pt was performing specific exercise using the band tubing in a throwing motion. The knot became undone and the band hit the pt across the back of the neck. Exercise was discontinued and ice applied to the red skin and welt on the back of the neck.